Event description:
On 11/30/93 only the right cylinder was implanted. On 6/7/94 only the left cylinder was implanted. On 4/10/97 the dynaflex device was removed from the patient and an ipp device implanted due to patient dissatisfaction and one cylinder damaged - does not inflate.